Event description:
The surgeon reported that the 23 gauge trocar was difficult to remove. There was no pt injury reported.

Manufacturer narrative:
The customer is returning the sample for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 11/14/2008.